Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-13855. Related manufacturer reference number:2017865-2021-13856. Related manufacturer reference number:2017865-2021-13857. It was reported that the patient fell on several occasions and experienced dizziness. Patient experienced dizziness and fell into a flower base and was unconscious. Patient was hospitalized at the (B)(6) and required 20 to 30 stitches. Upon review in the emergency room at the hospital, it was noted that the patient experienced hypotensive and septic which was assessed to be the cause of the patient's fall. After echocardiography, it was discovered that the patient had tricuspid valve prolapse with vegetation on the right ventricle lead. The right ventricle lead needed to be removed and the valve fixed through thoracotomy of which the patient wasn¿t a candidate due to his current health condition. No ventricular arrhythmias were suspected and observed device function was normal. Patient never recovered from sepsis and passed away.